Event description:
Patient was on an IV drip of 100 ml/hr normal saline for contrast induced neuropathy (cin) prophylaxis when rn picked up the patient from csu. Upon arrival to the cath lab the routine is to convert the normal saline to a medication line and remove the normal saline from the pump. Rn followed the two step process to open the door of the pump. Normally the green clip will engage and stop the flow when you open the door. In this case the green clip did not engage in the pump and thus allowed for free flow of normal saline. Rn noticed this immediately and closed the roller clamp which stopped the flow. He reported the event to his supervisor and they removed the pump and tubing from the patient. Upon inspection by our biomed department, the clip was broken.